Event description:
It was reported that during the implant procedure, when the physician was screwing the pulse generator to the leads, the setscrew broke. The device was no longer used and replaced.

Manufacturer narrative:
Final analysis found the atrial setscrew was removed and not returned for testing. The device was tested with a new setscrew and no anomalies were noted; normal device characteristics were confirmed. Correction: p140033 should have been included on the initial MDR submitted on may 16, 2018. Correction : manufacturer narrative for analysis conclusion should have been included on first follow up MDR submitted on (B)(4), 2018.